Manufacturer narrative:
During follow-up, the patient said she hasn't noticed any defects or malfunction with the f14 product which she has been using for eight years or so. She did not know the lot number of the f14 unit she used at the time of the uti.

Event description:
Intermittent catheter patient (user) said she has a urinary tract infection (uti) concurrent with catheter use and the doctor advised her it may be from catheterizing. During follow-up, the patient said she was given oral antibiotics, took the full course, and recovered completely.